Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this unipolar right atrial (ra) lead exhibited oversensing and loss of capture. The sensitivity was set at 3mv. Oversensing was noted in the atrial flutter response (afr) window which then allowed the heart algorithms to fall below the programmed detection rate. Technical services (ts) discussed possible programming modification. Additional information was provided that the device was reprogrammed to resolve the issue. This device remains in service and there were no adverse patient effects reported.